Manufacturer narrative:
The cts (customer technical support) tech advised the customer not to run samples on the instrument due to erroneous results and errors noted with the hardware. The cts tech advised the customer to perform a sys check. A bci fse (field svc engineer) was dispatched to the site and performed troubleshooting. The fse made repairs to the wash pump. The fse found that there was possible rotor/stator binding. The fse rebuilt the wash valve, including the wash valve cap, and then ran the hardware verification protocol which included the hardware sys check. All performance checks passed. These measures resolved the wash pump errors and were the root cause of the problem. This is one of 15 medwatch reports being submitted since there were 15 separate results reported out of the lab associated with this event. This reportable event was identified during a retrospective review of complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.

Event description:
A customer reported to beckman coulter, inc (bci) that they obtained multiple high accutni (troponin) results on their unicel dxl 800 access immunoassay system, and the results were reported out of the lab. The customer questioned the high results partly because the qc results were failing and also because they observed hardware errors (eg wash pump #2 valve and piston slippage errors, wash collar "vacuum outside limits" errors, "failure to home" errors). No physicians had questioned any results and the samples had not been run on another instrument or using another methodology. Approx 15 pt results were reported outside of the lab. The customer did not provide examples of the pt data. There was no report of death or serious injury associated with this event. However, it is not known if any change to pt treatment had occurred.